Event description:
The 9909-232-01 clamp was being used to clamp the aorta during a minimally invasive procedure when it broke. The surgeon had to convert to an open procedure to reestablish clamping of the aorta. The procedure was then completed. As reported.

Manufacturer narrative:
Scanlan international, inc. Has made multiple attempts to obtain further information. No further information is available. Device disposition is unknown.